Event description:
Caller reported an alarm and multiple occlusion events related to insulin therapy over the past week. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion issues, the customer turned off the pump, turned it back on, and resumed insulin use. Frequent occlusion issues prompted a request for further assistance and follow-up.